Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this pacemaker stated something was not right after the device was implanted. There was no further information provided. The pacemaker remains in service. No adverse patient effects reported.